Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was a manufacturer representative regarding a consumer who was implanted with a neurostimulator (scs) device. It was reported that the device was defective. No symptoms reported and no further complication noted or anticipated.